Event description:
Biased low digoxin results were obtained on qc immediately after calibration with a new lot of calibrator. It is unknown if patient results were reported to the physician. It is unknown if patient treatment was altered or prescribed as a result of the biased low digoxin results. There was no report of adverse health consequences as a result of the biased low digoxin results.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Has confirmed customer complaints of low qc and patient recovery for digoxin when this calibrator lot is used to calibrate the digxn method. Internal testing has confirmed an average 15% low bias in the therapeutic range of 0.9 to 2.0 ng/ml. The cause of the bias low in digoxin recoveries is calibrator inaccuracy. Siemens healthcare diagnostics inc. Conducted a voluntary recall for dimension vista drug 4 cal (kc460) lot 2kd052 and drug 4 cal (kc460a) lot 2kd053. An urgent medical device recall, communication #13-13, was issued in february 2013 to impacted customers. Customers were instructed to immediately discontinue use and to discard any remaining inventory of dimension vista drug 4 cal (kc460) lot 2kd052 and drug 4 cal (kc460a) lot 2kd053.